Event description:
It was reported that the user experienced hyperglycemia after switching an infusion set, with glucose rising above 200 and later to 400, and troubleshooting identified a loose connector piece in the infusion set that had not been locked into the ilet, resulting in leakage and interrupted insulin delivery; troubleshooting and education were completed, and dosing was successfully resumed after a guided infusion set change. Symptoms included vomiting. Outcomes included no hospitalization and no alerts or alarms reported. Investigation included product-use review, troubleshooting of the infusion system, and assessment of the infusion site, pump, and insulin cartridge. Investigation of this case revealed user-related improper assembly of the infusion set connector that led to a loose connection and leakage at the connector component, consistent with interrupted insulin delivery and resultant hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was use error related to improper connection of the infusion set.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.